Manufacturer narrative:
Submit date: 09/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the pump infused the formula too quickly and over infused the patient. Attempts for additional information were made on (B)(6) 2016 but the customer did not provide any further details pertaining to the reported incident.

Manufacturer narrative:
Originally reported: "it was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the pump infused the formula too quickly and over infused the patient. Attempts for additional information were made on 08/31/2016, 09/06/2016, 09/08/2016 and 09/14/2016 but the customer did not provide any further details pertaining to the reported incident." It has been updated to: "it was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the pump infused the formula too quickly. On (B)(6) 2016, the customer provided additional information stating that the patient received the appropriate amount of feeding, but at an accelerated rate. Volume to be infused was set to 120ml at 60ml/hr but 120ml was delivered in 0.75hr. No adverse effects noted."

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the pump infused the formula too quickly. On (B)(6) 2016, the customer provided additional information stating that the patient received the appropriate amount of feeding, but at an accelerated rate. Volume to be infused was set to 120ml at 60ml/hr but 120ml was delivered in 0.75hr. No adverse effects noted.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿pump ¿ under/over delivered ¿ outside accu¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.